Manufacturer narrative:
Skin and surgical wound degradation are known complications associated with the use of active transcutaneous hearing implant. Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation, but rather due to impaired wound healing resulting from heavy smoking. We see no increase in severity and/or occurrence of the reported issue that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Skin/surgical wound necrosis at sentio implant insertion site. No indication of product malfunction.